Manufacturer narrative:
Further information was requested but not received.

Event description:
During an initial implant procedure while preparing the left ventricular (lv) lead, insulation damage was visually observed. The lv lead was not implanted and there were no adverse consequences.